Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and loss of pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.